Manufacturer narrative:
Evaluation summary: the cartridge was returned, wrapped in tape and folded paper, loose in an envelope. Viscoelastic was observed in the cartridge. A crack was observed. The crack started at mid-nozzle and travelled throughout the tip. Heavy stress lines are also observed at the tip. The cartridge had evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A photo was provided that matches the returned product damage. All product and batch history records are quality reviewed prior to product release. The file indicated the use of a specific lens. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported event. The reported tip damage was observed. The damage on the top of the nozzle started in the thick wall cone area of the nozzle. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implantation, the cartridge was damaged when injecting after the iol was loaded. The procedure was completed. Additional information that the product was ok when loading the iol but a cracked occurred when implanting the iol into the eye.